Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-00530.

Event description:
It was reported the tibial articular surface provisional fractured.